Event description:
One pt sample with discrepant results for ast. Initial result gave <0 u.l; repeated twice giving 13 and 14 u/l. Erroneous result was not reported. The field service representative was unable to determine root cause. Performance tests were performed which were within specifications.